Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The blood glucose level was 115 mg/dl at the time of incident. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board.